Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision was chosen for implantation, utilizing a large flexnav delivery system on a patient with the following annular dimensions: area: 487.3 mm2, and perimeter: 79.4 mm. However, upon resheathing the valve, the valve popped into the ascending aorta. The shape appeared to be questionable. The valve had caught on the pigtail catheter, which distorted the valve. A decision was made to remove and replace the valve. The valve was removed from the patient. A new 29mm navitor vision was inserted and deployed. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was reported to be discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of material deformation of stent post reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident was due to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.